Event description:
It was reported that, on an unknown date, a 103-inch primary plum set experienced a break during patient use. The report stated that they experienced a patient breaking the set and when replaced with a new set, they were able to break the tubing from the port connection closest to the patient easily. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.